Manufacturer narrative:
There was no button error alarms noted. The act button did not respond due to corroded keypad traces. The device was received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip. (B)(4)

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was unknown. The customer states trying to trouble shoot by removing battery, but device continue to be unresponsive. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.